Event description:
It was reported that the 'post' of the implant has broken (post operatively). New surgery was neccessary. Reporting facility claims "many cases (with this product code) in the hospital. The surgeons concerned do not want to use this implant anymore." Reporting facility also states: "this product will not be returned and no lot info was made available. As such it may not be possible for the manufacturer, bioplate to identify the root cause or to evaluate manufacturing records for the subject device, however they will be notified of this complaint." "At this time, this complaint is considered to be closed. Any correspondence from bioplate concerning this complaint will be attached to this report."

Manufacturer narrative:
The complaint, dated 2008, was received at bioplate on 4/21/2008 and acknowledged on 4/22/2008. The report received from the user did not contain sufficient info as to implant lot number, nor was the device returned for eval. This event was reported to the FDA on 6/16/208, however the form used was f3500, hence this report. No info was submitted as to the exact date of original surgery/implant and any subsequent surgery. Also no info was submitted to substantiate claims by the under of." Many cases (with this product code) in the hospital." Tis is the first notification to bioplate of this case from this user. Several follow-ups were made with the user to gather more info pertaining to the incident, to no avail. Bioplate continue to find ways to extract info from the field, tapping outside resources to get info and will submit updated reports as they are obtained.